Event description:
It was reported by the customer that abd pyxis¿ anesthesia station es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer logged into cfnadmin, checked firewall settings and the wireless network, after which the device automatically connected. The engineer rebooted the device, and the disconnected mode icon disappeared after a few minutes. Synchronization status was then checked to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that abd pyxis¿ anesthesia station es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.